Manufacturer narrative:
The device was returned for analysis. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, lesion in the superficial femoral artery. The 6.0mm x 100mm x 150cm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion. During the first inflation to 14 atmospheres, the balloon ruptured. A new armada balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.